Event description:
I have two rare bone diseases of the skull. I have posterior canal dehiscence and went to doctor (B)(6) for surgical repair of the lower balance canal and he used norian srs in my inner ear and skull. I had swelling, pain, inflammation, and infection. I had such adverse reactions to this product that (B)(6), 2013 it had to be surgically removed by (B)(6) surgeons who upon opening me up found the bone cement had leaked over the endolymphatic sac and the left mastoid which it was not placed. Only part of the original dehiscence was plugged. However, this is very dangerous for me as I also have fibrous dysplasia of the mastoids and norian srs is contraindicated for this disease. The disease was asymptomatic before the surgery with doctor (B)(6); however, bone grafting can trigger symptoms of the disease and it remains to be seen if these symptoms now is fibrous dysplasia. I had alterations of my blood pressure, and renal function and was sent to the emergency room 3 weeks later by my cardiologist. The infection and allergies reactions were so bad that it affected my left eustachian tube. My revision surgery was set for 12 hours, and the surgeons could only perform 5 hours worth because of csf leaks. I lost hearing in the high frequencies and 5 other pts went stone deaf and today continue with symptoms and disability.